Event description:
A review of a literature article concerning same-day discharge for robotic-assisted pediatric urologic surgeries in rural settings. Surgeries were reviewed between the time period of november 2019 and august 2024 using da vinci-xi surgical robotic system, and a 71 month old male was identified as requiring additional surgery. The patient underwent a redo pyeloplasty with robotic assistance during the study period. The patient was admitted overnight due to poor social support and later presented to the emergency room 11 days after surgery with a dislodged nephrostomy tube. The clinical course required hospital readmission and placement of a nephrostomy tube. No additional diagnostic details or outcomes were provided by the article beyond the readmission and tube replacement. The outcome was not reported. Per the author, no da vinci instrument malfunction was reported in the study cohort and the complications reported were unrelated to da vinci instruments. All the complications reported were treated medically and the patient recovered well. In conclusion, per the authors, same-day discharge (sdd) is safe and feasible for most pediatric urologic robotic procedures with an acceptable emergency room return and low hospital readmission rates. Additional resources or significant changes of the surgical techniques or follow-up protocols are not required before adopting sdd.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. A system log review cannot be performed at this time due to insufficient event date information. Note: - due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. - the procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. - the patient demographics provided represent the demographics of the majority population described in the article. Citation: abdelhalim a et al., same-day discharge for robotic-assisted pediatric urologic surgeries in rural settings: are we ready to take the leap?, journal of pediatric urology, https://doi.org/10.1016/j.jpurol.2025.06.004.